Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe damage was noticed when the user attempted pretesting. No water was left in the syringe.

Manufacturer narrative:
Received only the syringe for evaluation. It was visually observed that there was 3.5ml water in the syringe. No abnormalities were observed on the cap, barrel and plunger. Per the functional evaluation, the syringe was prefilled with water and no leakage was observed. The returned syringe met specification. Therefore, the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: bard i.c foley tray b consists of a syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls and vinyl gloves." (B)(4).

Event description:
It was reported that the syringe damage was noticed when the user attempted pretesting. No water was left in the syringe.